Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a training on evh, they turned on t.w. Power supply, they noticed that green light was flickering. They changed to a new adaptor cable and noticed that green light next to cable was flickering as well. They turned off and tried again but it was still the same outcome. They agreed there was an issue with power supply. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected field: d1. The device was returned to the factory for evaluation on 06/26/2025. An investigation was conducted on 7/10/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply or the intact power cord. An electrical evaluation was conducted. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. Both the green lights were not illuminated when the device was powered on. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.